Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultralink meter was reading inaccurately high, compared to another meter (onetouch ultralink) the complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2017 at 8.38 pm, alleging that she obtained inaccurately high blood glucose readings of ¿535 and 595 mg/dl¿ with the subject meter compared to ¿331 mg/dl¿ on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls out with lfs¿ criteria for accuracy. The patient informed the csr that she manages her diabetes using insulin pump therapy, and in response to the inaccurate high reading she administered ¿9.5 units of novalog insulin¿. She denied developing any symptoms, but after retesting her blood glucose and obtaining the ¿331 mg/dl¿ result, she went to the emergency room. On arrival to the emergency room at 9.49 pm, the patient alleges a blood glucose result of ¿37 mg/dl¿ was obtained. The patient reported that she received IV glucose and spent 2 hours in hospital as a result of the alleged inaccurate high readings. Further blood glucose readings obtained at the hospital, after treatment were reported as ¿112 mg/dl at 10.26 pm and 114 mg/dl at 11.34 pm¿. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure. She described the correct testing steps and the sample was taken from an approved sample site. The patient was using the correct test strips, and the strips had not been open longer than the discard date, had not expired, and had been stored correctly. The test strip vial was not noted to be cracked or broken. The csr noted the patient did not have control solution to test the subject meter. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient received medical treatment for a low blood glucose excursion, after taking an increased dose of insulin based on an alleged inaccurate high result obtained with the subject meter.